Manufacturer narrative:
Analysis of logged error codes; device's internal safety system detected no or incorrect movement in y-axis direction and interrupted the cut; allegedly, problem occurred six times on the same day; number of affected patients unclear, therefore, six cases reported (3004858034-2013-00001 ... 00006).

Event description:
Lasik flap cut interrupted automatically by femtosecond laser machine.